Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device is displaying a white screen. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device would not complete its boot up sequence and kept rebooting endlessly in a loop. Due to this, stryker was unable to obtain any additional information from the device. The device was returned to the customer unrepaired per customer request so it could be used for a trade in value for a new device. No additional testing was completed. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device is displaying a white screen. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use reported with the event.